Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the provena powerpiccs that we have been using, is that after a few dressing changes and after a few weeks, the numbers and tick marks on the outside of the catheter start to wear off. Additional information received (B)(6) 2021: what type of catheter securement was utilized: stat-lock. Was there patient harm reported?: no.